Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from a consumer. It was reported that the patient has been in the hospital for 6 weeks. The patient had a pump replacement on (B)(6) 2016 and the pump started leaking spinal fluid and baclofen. At the system explant the physician told the consumer that it was all put together correctly. The patient has since had three surgeries due to a confirmed infection. The patient has had infection after infection. The infection is at the pump site and the site had to be reopened and cleaned. The strain was asked, but unknown. The infection was associated with the pump replacement. The patient was put in rehabilitation and started having chest pain. At the time of report, the patient has blood clots in their lungs and is being treated for this. They cannot get the blood clots under control with medication. The consumer reported that there was no light at the end of the tunnel for the patient at the time of report. The consumer indicated that the patient was a healthy multiple sclerosis (ms) patient before the replacement surgery.

Event description:
Additional information received from the company representative stated that she was not aware of a csf (cerebral spinal fluid) leak. The reporter stated that there was clear fluid around the pump when the whole system was removed, but it was unclear if it was csf (cerebral spinal fluid), infection, or drug. The patient had swelling and soreness as well. The reporter also stated that she had not ever heard that the patient had any blood clot issues and was unable to provide any other information on that subject.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving baclofen 50 mcg/day (unknown concentration) via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity. It was reported that there was an infection in the pump. The patient was experiencing increased spasticity and is undergoing surgery on (B)(6) 2016. The event date was asked, but unknown. The onset was not available. The patient's treatment was ongoing. The patient was hospitalized. The company representative inquired what the intrathecal baclofen (itb) to po baclofen conversion is. The pump and catheter were explanted on (B)(6) 2016. It has not been determined that there was an infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.